Manufacturer narrative:
The product was returned. Solution was dried on the lens. The optic has multiple scratches on the anterior and posterior sides of the lens. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been one other complaints reported in the lot number. Qualified associated products were indicated. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage was most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that during a cataract extraction with intraocular lens (iol) implant procedure, noticed scratch on lens upon insertion in eye. A new lens was used to complete the procedure. Patient was reported to be doing well, and no patient harm was reported. Additional information was received from the initial reporter, who provided concomitant products.